Event description:
It was reported that the surgical incision site was red and swollen. It was also open and drained serosanguineous fluid. A pocket debridement and a catheter connector revision were performed on (B)(6) 2013. Both the aerobic and anaerobic culture were negative at three days. The patient recovered without sequela. This device system was used to deliver sufenta, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).